Manufacturer narrative:
Concomitant medical products: product ID: cmrm6133int envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 3-weeks post replacement procedure of a cardiac resynchronization therapy defibrillator (crt-d) with an antibacterial absorbable envelope, the patient developed an infection. The crt-d system was removed. No further patient complications have been reported as a result of this event.